Manufacturer narrative:
Bayer product analysis received and examined the returned syringe. Visual examination confirmed the presence of an opaque, pliable, foreign material, measuring approximately 5.00 mm², within the syringe barrel. Our investigation determined that the particle was most likely introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be 1.87 complaints per million (cpm).

Event description:
The customer reported the following: after opening the stellant CT disposable kit the customer observed a foreign body inside the syringe. The customer elected not to use the syringe kit. No injury or adverse event was reported.